Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 07-may-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The the fse found that the vacuum/waste trap for wash had heavy buildup. The fse cleaned the waste trap then tightened and lubricated the wash syringes and valve connections. The fse ran bleach through the wash, and tested and primed the system with no errors. He then ran daily maintenance and wash primes with no errors. All errors cleared and the aia-2000 instrument is operational. No further action is required by field service. The probable cause of the event was a dirty vacuum trap.

Event description:
On (B)(6) 2015, a customer reported bf purge failures on all four wash probes with their aia-2000 analyzer. The error occurred after the customer performed the weekly and monthly maintenance. The customer checked all connections, tightened the wash probes, saw no air in the tubing or kinks, and cleaned the metal rods in the wash tank. The error persisted. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth kidney marker, progesterone (progii), and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.